Event description:
The following was reported by the attorney for the patient: (B)(6) 2004: the patient underwent a repair of his hernia with composix kugel. On (B)(6) 2010: the patient underwent surgery to remove the composix kugel mesh. The composix kugel mesh had adhered to and caused a fistula in the small bowel. The mesh was stained green with bile and a small bowel resection was performed. The attorney alleges the patient has suffered and will continue to suffer physical pain, harm, severe and permanent injuries to her body, nerves and nervous system.

Manufacturer narrative:
We have contacted the initial reporter multiple times to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The attorney alleges the composix kugel mesh was adherent to the small bowel resulting in a fistula and a small bowel resection. Medical records have not been provided therefore the operative dictation that would indicate the placement and how it was secured is unknown. However, fistula formation is identified in the product's instructions for use as a known adverse reaction. A lot number has not been provided therefore a manufacturing review is not possible. Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion can be drawn.